Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown trauma screw; lot#: unknown. G2: foreign: norway. G2: literature: the rate of major complications following distal radial fractures treated with one specific volar locking plate: a retrospective study of 1,597 consecutive cases in 1,564 patients olsen, ole-gunnar et al. Journal of hand surgery, volume 0, issue 0, https://doi.org/10.1016/j.jhsa.2025.01.022. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. Subsequently, the patient underwent an additional surgery due to infection on an unknown date. Attempts have been made to obtain additional information. No additional information has been received at this time.